Event description:
Caller reported that cartridge was not fitting properly on pump. Despite the issue, there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller by instructing them to remove the pump case, clean the pump's pneumatic tap area, and inspect the cartridges. After following guidance, caller successfully loaded a new cartridge onto pump and resumed insulin.